Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Since the balloon catheter was not returned for analysis, a thorough evaluation could not be performed on the product, which may have aided in determining a cause for the reported difficulty. Balloon ruptures can be affected by numerous factors including, but not limited to: balloon damage during manufacturing, materials, interaction with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, as there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during attempted inflation of the balloon. Reportedly, the lesion was mildly tortuous, heavily calcified and 99% stenosed, which may have contributed to the difficulties experienced. It is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt at 16 atmospheres, which is below the rated burst pressure (rbp). Ultimately, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. A conclusive cause for the reported balloon rupture could not be determined. This type of reported event will continue to be monitored.

Event description:
It was reported that during first pre-dilatation with the voyager nc balloon catheter, the balloon ruptured at 16 atmospheres. The catheter was therefore replaced with a non-abbott balloon catheter to continue with the procedure. No adverse patient effects were reported. No additional information was provided.